Event description:
It was reported that patient presented to the clinic for follow up, the pulse generator exhibited a diagnostics anomaly. After the product code was reloaded, normal device function resumed.